Event description:
The event is reported as: the nurse couldn't bring pressure to bear on the bottle during use. No pt injury reported. Pt condition reported as fine.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the investigation are not complete at the time of this report. The DHR (device history record) review was conducted. The review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable.